Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
A customer reported he was using precision link data management system with his adc meter and could not download the last 250 readings data from his meter and that his meter was indicating different times and dates than his computer clock. There was no report of death, serious injury or mistreatment associated with this event.